Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including discharging and ECG signal acquisition, and bench handling without duplicating the report. The device's defib connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The accessories were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a 97-year-old female patient in cardiac arrest, the device was unable to analyze. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.